Event description:
Patient (user) acquired a urinary tract infection (uti) and was prescribed an antibiotic. Patient reported she was still experiencing uti symptoms during last follow up communication and planned to see her doctor soon. Patient stated she had a problem catheterizing because she could not read or write to follow the instruction guide. She reported a difficult time, "finding the hole to put the catheter in." She stated she had to feel around the area a lot before insertion. She did not report any problem with the catheter itself.